Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 20043e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris smartsite extension set was damaged. The following information was provided by the initial reporter: we received a safety report about an extension set that cracked during CT use. Reported that the extension set cracked while a patient was undergoing a scan. Additional information received from the customer: can you please provide an exact date of event in format dd-mmm-yyyy? 10-04-2025. Can you please provide the lot number associated with reported issue? Unknown any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No image available. Any leak occurred? If yes, what medication was being administered and leaked. Was this a chemotherapy drug? Yes, IV contrast. What was the impact to the patient? IV had to be replaced, delay in care, CT had to be repeated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.